Manufacturer narrative:
The patient¿s test strips have been returned on 1/20/2015 and evaluated by lifescan product analysis on 1/21/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. The retain test strips also passed all testing. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling) and failed tga testing. A DHR (device history record) was completed on 01/16/2015 for this product. The DHR shows that the subject meter was reworked to resolve a software issue related to the verio recall (correction # 2013-ie-017) prior to being distributed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio iq meter was reading inaccurately high compared to their feelings and/or normal results. The customer care advocate (cca) spoke with the reporter on (B)(6) 2014 with follow up questions from the medical surveillance specialist and obtained the following information. The reporter alleged that the product issue began on (B)(6) 2014 when the patient first bought the meter. The patient manages their diabetes with self-adjusted insulin, specifically 23 units of lantus and 3-10 units of humalog. The reporter stated that the patient adjusted their regular humalog dose based on blood glucose readings from the subject meter. The reporter stated that the patient developed symptoms of ¿felt weak and behavior slowed down¿ at around 6pm on (B)(6) 2014. The reporter stated that the patient¿s parents called the emergency services and obtained a blood glucose reading of ¿144mg/dl¿ on the subject meter. On arrival, the emergency services reportedly tested the patient¿s blood glucose on their own meter and obtained a reading of ¿30mg/dl.¿ the reporter stated that, shortly after, the patient¿s blood glucose was tested on a meter from the onetouch ultra family of products with a reading of ¿30mg/dl.¿ the reporter stated that the patient¿s blood glucose was tested again on the subject meter with a reading of ¿133mg/dl.¿ the reporter did not know the details of any treatment received from the emergency services. At the time of troubleshooting the cca verified that the unit of measure was set correctly and that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. This complaint is being reported because the patient developed symptoms suggestive of severe hypoglycemia and received treatment from a health care professional while using the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/17/2015), the patient¿s meter has been returned on 1/2/2015 and evaluated by lifescan product analysis on 1/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.